Event description:
The customer reported the device turn off automatically. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. During testing the device did not restart or turn off automatically. Initial reporter phone # is entered as "0000000000" as it exceeded the maximum allowable characters. Initial reported phone # is: (B)(6).

Event description:
The customer reported the device turn off automatically. No patient impact or consequences were reported.

Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow-up report will be submitted. Initial reported phone # is: (B)(6).